Event description:
It was reported that the pt had hip pain.

Manufacturer narrative:
The reported lot ID is not valid for the reported device. Cat numbers and lot codes of other devices listed in this report: desc: restoration adm x3 ins 28/54: cat# 1236-2-854, lot# 36297801. Descp: restoration (tm) adm. Cup w/ha: cat # 1235-2-541, lot# g3057945. Descp: lrg tap pri mod nck 0deg 30mm: cat # nls-300000b, lot# 37106301. Desc: 28mm-4 lfit v40 head: cat # 6260-9-028, lot# 36580602. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. Add'l info has been requested and if received, will be provided in a supplemental report.